Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a slightly open sore where the left shoulder strap sits. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised covering the area to prevent infection. Outcome of the irritation is unknown.